Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-02667. It was reported the patient experienced ineffective stimulation due to the lead being placed incorrectly. Surgical intervention took place wherein the lead was explanted. Date of explant is unknown. Note: it is unknown which lead is liable, as such both leads are being reported.